Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during use in a meniscus repair surgery, the suture of the fast-fix broke during implantation. T1 was removed from the patient by grip. The procedure was successfully completed without surgical delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image revealed the t1 anchor detached from the needle and the suture has been cut. A review of the suture specifications found the suture is required to be accompanied by a material certification of analysis for each lot used. A visual inspection revealed the anchors and suture were not attached to the needle. The actuator had been fully triggered. No physical damage visible to the handheld device. The t1 anchor was returned with a frayed suture detached from a missing t2 and remaining suture. A functional evaluation revealed the device actuator and actuator tip functioned as intended. Based on the condition of the product material found during visual inspection, it was determined the device was damaged. Additional material testing is not required. It was determined the device contributed to the reported event. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device or contact with another source. No containment or corrective actions are recommended at this time.